Event description:
The new model's spring does not hold as long as the original model in order to get good penetration needed to draw blood. Should be good for five years and it is only lasting thirty days.